Event description:
The affiliate stated the customer reported occasional hemoglobin blank with dash vote outs (non-numeric values) results, for an unknown number of patients, involving the unicel dxh 800 coulter cellular analysis system. The customer noted retic background was occasionally high. The customer stated the non-numeric values were released from the laboratory. There was no report of patient injury or change in patient treatment associated with this event. The customer reanalyzed the patients' samples, on an alternate unicel dxh 800 instrument, and correct results were obtained. The customer noted quality control (qc) was within specification at the time of the event. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) realigned the hemoglobin (hgb) lamp, verified function, replaced the detector, and flushed the vent line to resolve the hgb blank issue. Additionally, the fse cleaned the retic chamber to address the retic background issue. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, system hardware is the likely cause of the event as repairs and adjustments resolved the reported issue. However, a specific hardware component was not identified as the singular cause of the event. Beckman coulter continues to track and trend any incident related to this issue. (B)(4).